Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for dm 10.29.18 information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain and chronic low back pain. It was reported that the patient's pump was alarming or beeping; it was stated to be the non-critical alarm due to a missed refill appointment. The caller stated that the previous healthcare provider (hcp) closed their practice. It was reported that the patient had the pump filled by a new hcp but she failed a urine test and was dismissed. The caller stated that she found a hcp to fill the pump but would not be able to get in for a refill until (B)(6) 2018. No symptoms were reported. The caller was redirected to follow up with a healthcare provider (hcp) she was sent a physician listing. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated she was very sick with ¿withdrawals¿ and she was ¿as weak as a kitten.¿ the patient could not find a doctor that would take her on as a patient and she wanted advice. No interventions were mentioned and the patient did not have a healthcare provider (hcp). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer indicated that the pump was left empty for 2 months and they experienced a terrible life threatening sickness. It was reported that the patient was able to find a new managing healthcare provider (hcp) and was given morphine to help resolve being sick with withdrawals. It was noted that the patient's symptoms had resolved a little and that the pump might be taken out due to it feeling infected and very sore to touch. No further complications have been reported as a result of this event.